Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 0.5mg / ml at 0.049mg / day via an implantable pump. It was reported that the patient came in for a drug change, and when they tried to aspirate the catheter, they were unsuccessful. The patient was scheduled for a catheter revision at that point as she stated she felt as though she was not getting any pain relief. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician opened the pump pocket and tried to aspirate from the cap (catheter access port) and was unsuccessful. The physician then cut at the collet and still was unable to get any type of spinal fluid. The physician then decided to tie off the catheter in the spinal pocket. The physician tied and filled x3 (put glue on the end of the catheter) the spinal segment off in the spinal incision. Then he placed a whole new catheter. In which he had great flow once the new catheter was connected he was able to aspirate 2ml at the catheter access port. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2022; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 09-aug-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.